Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a document was extracted by the pms team from canada, 35 cases involved and 1 complication (1 dislocation). One patient was revised to a hinged knee prosthesis due to a traumatic knee dislocation.